Event description:
It was reported that the core micro drill displayed a bias current message when connected to the console during a routine field service maintenance visit, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the core micro drill displayed a bias current message when connected to the console during a routine field service maintenance visit, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, they received a bias current error, was duplicated. The service technician found the motor assembly to be corroded . Based on a review of the risk documents and observations from the device inspection, a corroded motor assembly may cause or contribute to the reported event.